Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had compromised sterility resulting from a missing orange cap. The following information was provided by the initial reporter, translated from (B)(6): "I was missing an orange cap. Visually discovered before use".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had compromised sterility resulting from a missing orange cap. The following information was provided by the initial reporter, translated from japanese: "I was missing an orange cap. Visually discovered before use".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.